Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) tip cover accessory involved with this event for failure analysis. The tip cover was found to have the clear tip separated from the grey end with no signs of thermal damage. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of a damaged tip cover is attributed to either improper installation onto the mcs instrument or other instruments rubbing against it during normal use conditions or collisions. These stresses can lead to excessive wear resulting in small breaks or splits. Tearing of the tip cover distal to the mcs blades would be adjacent to the active electrode of the mcs instrument, which is carefully controlled by the surgeon and under constant observation while cautery is applied to tissue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, monopolar curved scissors (mcs) tip cover accessory gray part and transparent part fell off. The customer used a backup tip cover to continue with the procedure. The procedure was completing as planned. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the mcs tip cover accessory was properly installed during the surgical procedure. The clear area was separated from the gray area during use. The mcs tip cover accessory fell inside the patient¿s anatomy, and it was retrieved during the same procedure. No arcing was observed. No photos or videos were available for review.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Further failure analysis was performed on the returned monopolar curved scissors (mcs) tip cover accessory. The initial failure analysis evaluation was confirmed. The clear silicone portion of the tip cover accessory was found to be cleanly separated from the grey pellathane material of the accessory. The accessory was returned with the pellathane insert completely separated from the silicone overmold. The gray pellathane did not appear to have any residual silicone on it, and the silicone overmold did not appear to exhibit any signs of physical damage. The silicone overmold also did not carry any of the gray pellathane, and it appears the separation between the two components was very clean. The accessory appears to have been reprocessed which can cause shrinkage of the pellathane material. The grey pellathane component of the accessory was measured for length and was found to be 1.6050 inches. The component has a specified lower limit of 1.610 inches which this accessory was found to be less than. Additionally, the silicone portion was able to be easily placed over the grey pellathane portion and easily removed. The mcs tip cover accessory is a single use device and is not to be reprocessed. Pellathane is typically incompatible with autoclaving and can warp and/or shrink when exposed to high temperatures. The clean separation between the insert and overmold could potentially be caused by shrinkage of the pellathane insert.